Event description:
It was reported that during a procedure to treat a lesion in the proximal right coronary artery with heavy tortuosity, heavy calcification and 95% stenosis,via radial access, a 2.0x20 mm unspecified balloon catheter was used for pre-dilatation. A 2.5x28 mm rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy. There was no interaction of devices. No force was applied during the unsuccessful attempts to cross the lesion. The sds was withdrawn and resistance was felt with the vessel during removal. A new 2.25x28 mm rx xience xpedition sds was advanced and the stent was implanted. The procedure was successfully completed and the patient's final outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.